Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had been experiencing low blood glucose for several months. The customer had a low blood glucose of 42 mg/dl. They did not mention any form of treatment for the low blood glucose. The customer stated that when their reservoir is full their blood glucose would go low. When their reservoir gets a little empty their blood glucose would go up. The customer¿s current blood glucose was 123 mg/dl. Troubleshooting was performed on the insulin pump. The insulin pump¿s programming was accurate. The customer believes that the device is over delivering. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
Unit was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit was programmed with a 2.0 u/h basal rate and monitored 5 days. Several bolus were also delivered. Unit was delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the insulin pump status screen noted. No unexpected bolus or basal deliveries anomaly noted during monitoring period. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner, cracked reservoir tube and stained address/serial number label. Insulin pump passed the dat test at 0.0880 inches.